Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. Evaluation revealed 6 of 6 motor screws severed and a loose motor gear, which contributed to the reported symptom. The motor assembly was replaced to correct this condition. .